Event description:
It was reported that the customer went to the emergency room and was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 466 mg/dl; cause was unknown. Customer attempted to address bg with a bolus via the pump. At the hospital, the customer was treated with intravenous fluids of saline and insulin, anti-amnetic, and of narcotic to address the elevated bg. Customer was the next day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.